Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was off. Customer stated that after the insulin pump was dropped last year the insulin pump started to suddenly restart and there were times that the customer woke up and their insulin pump was off. Customer stated that insulin pump got disconnected from the insulin pump because clip was not locking into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.